Manufacturer narrative:
Remaining samples from lot were forwarded for analysis to the manufacturer, b braun spain. This information was reported by the or supervisor. Surgeon performed the same procedure on 4/28/06 with same suture / part number with no problems. Biological indicator and eto certificate maintained by manufacturing facility.

Event description:
Surgeon performed a bilateral breast augmentation on 05/02/2006. On 05/16/2006 the patient was brought back into surgery and had fluid buildup, breast implants were irrigated and cultured. The culture produced pseudomonas. On 05/21/2006 both implants were removed and antibiotics were delivered to the patient.